Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a pin hole in the tubing at fitting on the bottom of the sweep flow tank to valve, vl11c; the tubing was replaced, resolving the leak. Additionally, the fse found cracked valve mount for valve, vl46b and replaced the mount, restoring normal operation. (B)(4).

Event description:
The customer reported less than 5 mls of clenz leaked from the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.